Event description:
It was reported that the device was used during a lap cholecystectomy. As the specimen was placed in the bag, it tore away from the support arms. The case was completed with a like device with no patient consequence.